Event description:
It was reported to st. Jude medical that loss of sensing and pacing was observed 2 months post-implant. The lead was repositioned; however, the sensing and pacing were still unacceptable. As a result, the lead was explanted.

Manufacturer narrative:
Evaluation summary the analysis of the lead did not reveal any device condition that would have contributed to the reported loss of sensing and pacing. Functional testing revealed normal lead characteristics. The electrical characteristics of the lead were found to be normal.